Event description:
The customer contact reported the pt received less medication than intended. An interlink blunt cannula was connected to a 10ml syringe filled with approximately 6-8ml of an unspecified antibiotic. The syringe was then inserted into a capped secondary port which had been connected to the secondary port of the plum cassette and the delivery was started. At an unspecified time, the pump alarmed that the infusion was complete, but the nurse noted that there was approximately 1-2ml left in the syringe. No additional programming parameters or event details were provided. There were no adverse patient effects and no medical interventions were required.